Event description:
Procedure was performed to resurface patella that was not performed in original surgery. A routine poly swap was performed and small pits and oxidation was noted on the insert.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot number required to review the device history records and complaint history was not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. The need for corrective action is not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.